Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle deployment, the needle plunger could not be fully deployed. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle plunger not being able to be fully deployed was confirmed. Analysis of the device revealed that the follower of the needle plunger was bent and damaged, which is consistent with the lever being closed before removal of the needle plunger. During needle plunger deployment the follower is positioned under the lever in the body of the device. Closing the lever before needle plunger deployment causes the lever to break the needle plunger follower preventing needle deployment. The instructions for use (IFU) provides the correct deployment sequence under smc device placement. The IFU instructs the operator to deploy the foot after arterial marking has been achieved by raising the lever. Deploy the needle plunger. Disengage the needles by pulling the needle plunger assembly back to completely remove the needle plunger from the body of the device. After the suture is retrieved and cut, relax the device and return the foot by pushing the lever down to its original position. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.